Event description:
Accidental device ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for drug use for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Gsk medical device assessment: the polident denture adhesive cream was suspected to be a contributory cause of the incident. The event did not lead to the death or serious deterioration in state of health of the patient. Additional details: this case was reported from a consumer via call center representative on (B)(6) 2015. A male consumer of unknown age has used polident denture adhesive cream from an unknown date. After using the product, the consumer has swallowed a small amount of the product hence the consumer wondered whether it would be harmful to health or not. No further safety information was reported. The consent for sensitive information and follow up contact was not confirmed hence no further information would be available.